Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer, who is also a physician, reported that an unspecified number of their adc devices gave error messages before 14 days of wear. The customer also reported incidences of unspecified low sensor readings. The customer indicated that there was no adverse event due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with an unspecified number of freestyle libre sensors, all with unknown serial numbers. This report covers all sensors. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.